Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. No moisture damage found inside the unit. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube and lip.

Event description:
Customer called reporting that after rewinding her insulin pump and putting in new insulin, the device alarmed motor error. Customer's blood glucose is 350 mg/dl. She stated she noticed a little moisture on top of the screen. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.